Manufacturer narrative:
Device evaluation: this issue is related to a software issue identified and captured in the change request database (tfs) as sticr# (B)(4) and reviewed by the cross functional team. The issue was assessed in hhe (B)(4) and documented in CAPA (B)(4). This issue is associated with patient discharge, transfer, or conflict resolution operations and the year 2018/2019. The (B)(4) was released to notify the field of the issue and alternate workflow. (B)(4) released software revision (B)(4) released software revision (B)(4), and (B)(4) released software revision (B)(4) to resolve the issue. The fse will be implementing the fco at the customer site.

Event description:
The customer reported that the ix was rebooting. It was determined to be due to the 2018 adt reboot issue. There was no patient incident.